Event description:
Severe hyperglycemia[hyperglycemia nos]. Case description: a physician reported that a patient, who was using an innovo to administer insulin due to diabetes mellitus, experienced severe hyperglycemia as the device did not dispense the insulin. The patient switched back to using of novopen 3 and has recovered. Additional information has been requested.